Event description:
Additional information indicates that the left lead exhibited high impedances causing ineffective therapy. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150955.

Event description:
It was reported that following a recent motor vehicle accident, one of the patient's lead exhibited impedances causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. It is unknown which lead had impedances.